Manufacturer narrative:
Product complaint (B)(4). Updated photo evaluation summary: five pictures were provided. Pictures one, two, three and five show tissue with staples. Some unformed staples can be seen and no signals of bleeding noted. Based on the event reported, it is possible that the anvil was not totally placed on the trocar. Picture four shows tissue. No signals of staples or bleeding noted. Based on the condition of the unformed staples noted on the pictures, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation summary: five pictures were provided. Pictures one, two, three and five show tissue with staples. Some unformed staples can be seen and no signals of bleeding are noted. The condition of the unformed staples noted in the pictures could be due with the device not being fired through a full firing stroke or the orange indicator not being fully into the safe green firing range. Picture four shows tissue. No signals of staples or bleeding are noted. Based on the condition of the unformed staples noted on the pictures, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: what is the uw fellow¿s experience with the device? When reviewing the issue with room staff, he was observed to have little to no experience with the stapler. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Unknown; however, attending surgeon, is well versed in the stapler and the necessity of this part of the procedure. How was the anvil attached laparoscopically? A 10mm anvil grasper was used to place the anvil. What confirmation was received that the anvil was properly attached? An audible "click" was noted by dr. When I asked. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I have received inconsistent answers on this; however, it seems a high - b formation was indicated before firing. Was the device more difficult or easier to fire than expected? Device was described as "too easy" to fire. Can more information be provided about the sound of the partial crunch heard? It was not consistent with the loud audible "crunch" heard when the cutting washer is transected. This was noted by room staff and dr. Where in the firing stroke was the sound heard? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full revolutions. Dr. Adheres to 3/4 turn to open, however, the fellow opened the stapler before she indicated how she would like it done. Were the donuts inspected? If so, please describe. The donuts were observed to be incomplete, thinning toward one part more that another and not complete circles. Was a complete washer transection confirmed? It was not confirmed, I asked if it was observed and no one in the team had that answer. Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? I provided pictures, beyond that I have no additional information. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? She indicated she would like to speak with ethicon medical and engineering personnel. She is not upset at this point as she indicated an apr w/ pec was a high probability. She would like additional info on how to "rescue" an anastamosis that is very low and staple line is malformed. What is the current status of the patient? Dr. Indicated the patient was doing well and that an apr w/pec was probably a better procedure for them. Information on submitting a medical information request (mir) was provided and response was that the doctor has not submitted an mir at this time.

Event description:
It was reported that during an ultra low robotic anterior resection converted to abdominoperineal resection, the uw colorectal fellow fired the stapler. Stapler did not make distinctive sound of breaking cutting washer when firing attempt was made by fellow. Some sound was noted. Heard ¿partial crunch¿ picture evidence available of unformed staples and incomplete staple line. When the stapler was removed, it was noted the anvil remained behind in the patient and was removed separately. Physician described this as too low to re-anastomose. Patient ended up with apr and permanent end colostomy. Surgeon indicated that was a possible clinical result going into the procedure, however, the issue with the stapler firing ensured that a colostomy had to be performed. Tumor was 2.5cm above anal sphincter. Partial rings sent for specimen. The procedure was delayed two hours. Pec was within the possible outcome described to the patient due to the level of the tumor approximate to the anal sphincter.